Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis showed that the fd did not rotate when the table was rotated. Per default, the fd automatically rotates in accordance to the table rotation which is detected with a position sensor (potentiometer) in the table base. This indicates an issue with the potentiometer. With these sensor issues, the fd may not turn with the table or rotate unexpectedly. The fd can be manually rotated by the user by pressing the corresponding button on the control console. With manual rotation activated the automatic rotation with the table is disabled. Upon investigation the siemens service engineer (cse) found the table rotation potentiometer defective. After its replacement the system recovered. An extensive investigation could not be performed as the potentiometer was not returned for a detailed investigation. The defective potentiometer was replaced during a service intervention and no further corrective actions are planned based on this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the detector would not rotate. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.